Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2c-ring split in half but did not fall in patient. There was no undo pressure or manipulation of the product. Harvester describes difficulty in getting the c-ring to retract into the hemopro sleeve and then the ring itself splitting in half. Once the c-ring split, the harvester removed the device from the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The cannula vv7 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. The c-ring on the cannula was observed to have been cut in half longitudinally and melted between the flanking curved areas. No other failures were observed. Based on the returned condition of the device and the evaluation results, the reported failure mode "break¿ is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2c-ring split in half but did not fall in patient. There was no undo pressure or manipulation of the product. Harvester describes difficulty in getting the c-ring to retract into the hemopro sleeve and then the ring itself splitting in half. Once the c-ring split, the harvester removed the device from the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.